Event description:
It was reported that patient underwent primary knee surgery in (B)(6) 2001. Revision procedure was performed on (B)(6) 2015 due to instability. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - (B)(6) 2001 (exact date unknown). Manufacture date - unknown.